Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device hose had a hole in it and was leaking air. It was also observed that the vanes were worn out causing the low rotations per minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was observed that the motor device was leaking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.